Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device was not charging. The patient stated that the device gave them a ¿message program issue.¿ no patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the error message and device not charging was that it was dropped; the batteries were moved and it started right back up. It was noted that the error message and device not charging had been resolved. No further complications were reported/anticipated.